Manufacturer narrative:
Film evaluation summary: the reported endoleak and aneurysm expansion were confirmed on films provided; however the cause and type of endoleak could not be fully determined. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Angiograms including endoleak interrogation could allow for a more comprehensive determinations of the endoleak source/cause. Although is possible that a type ia endoleak may be present, as the calcification observed in the aortic neck and aneurysm sac may have contributed to loss of proximal seal, a type iiib fabric endoleak in the biurcate cannot be ruled out. Fabric wear due to external abrasion from aortic calcification may have occurred leading to a type iiib fabric endoleak. A type ii endoleak due to retrograde flow from patent lumbar arteries feeding into the aneurysm sac may have also been present. Analysis of the returned videos did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted for the endovascular treatment of a 45x38mm aaa and 19mm  ciaa . The diameter of the aorta near the renal artery was 45mm and currently is 70.6mm . The proximal neck length is currently 40mm. The neck angle at placement was unknown and now is 40. Vessel tortuosity and calcification are present. A type ii endoleak was noted on CT after the index procedure.  The aneurysm diameter expanded during the follow-up examination and a  type ia endoleak was observed when a digital subtraction angiography  was performed an etcf2525c49ej was then implanted , but the endoleak could not be completely treated. The diameter of the aneurysm expanded to 70.6 x 70.3 mm on a plain CT taken , a cta was then taken the following month where a type ia endoleak was noted. Per the physician, but the cause of the event was not specified. No additional clinical sequalae were provided and the patient will be monitored.